Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise which inhibited pacing, leading to syncopal episodes and a head injury. The patient twiddled the device in the pocket which was the source of the noise and the pacing inhibition. The lead was capped and replaced.